Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, brown particles, missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on radius side. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening, consist with use of a surgical tool, and a sharp edge opening. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. (Stress marks). Two striated edge opening on posterior side due to surgical damage. A sharp opening edge on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.